Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis. The customer reported a blood glucose reading of 106 mg/dl. The customer stated that he changed the infusion set three days prior to the hospitalization. Troubleshooting was performed and the time was off by one hour. All other programming was correct. The insulin pump passed the prime test, but, the customer did not have the tubing clamp to perform the high pressure test. The insulin pump was replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but, not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.